Event description:
It was reported that the customer needs assistance for programming the insulin pump. The customer's blood glucose level was 420 mg/dl. The customer took a manual injection and feels ok. The troubleshooting was performed. The customer reported that the insulin pump go blank display issues and wiping her settings. The customer was advised to put new aaa alkaline battery and the display returned. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possibilities of battery cap issues. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).